Manufacturer narrative:
The subject was returned and was received at olympus service business center korea (sbc-okr) on october 26, 2022 and is being shipped to original equipment manufacturer (OEM) for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, at preparation for use, the user tried to use the product after opening , however, it was stated that it was difficult to use due to the product was bent significantly compared to the normal product. According to the report, it was stated that the product itself too stiff and curved, making it difficult to use for patients. The device was replaced . The intended therapeutic rirs (retrograde intrarenal surgery) procedure was completed using a similar device. No patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was returned in the original tyvek packaging and the device was intact with no visual defects. The device has an insignificant arch that remains within standard limits. The device can easily be bent and no additional resistance or stiffness was felt while manipulating the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.